Manufacturer narrative:
An event regarding sliding of v40 head into a centrax bipolar not being smooth was reported. Method & results: -device evaluation and results: no performed as the device was not returned for evaluation. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the reported lot. Conclusions: the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
During bipolar surgery, sliding of v40 head and bipolar was not smooth. The surgeon used spare products.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
During bipolar surgery, sliding of v40 head and bipolar was not smooth. The surgeon used spare products.